Manufacturer narrative:
No product was returned for inspection. The returned x-ray shows the reported implant within a surgical site. The top collar is confirmed to be fractured at the edge of the trabecular metal. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system 5161, rev. 3/12. Instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). As result of the event bone loss and inflammation. An x-ray documenting the complaint was received. Additional 510k codes: k113753, k112160. Product not returned to manufacturer

Event description:
It was reported that implant fractured three years after placement. Fractured implant was noticed 37 months after ending of prosthetic stage. Doctor reported that implant remained in maxillary site and patient would be rescheduled for implant removal. Tooth location 46 (fdi)